Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm and had frozen display. The blood glucose level was 122 mg/dl. Customer reported that the time clock does not advance. The customer reported that they are not able to clear the alarm. The customer was advised to discontinue the use of the pump and revert to the backup plan. The insulin pump will be returned or analysis.

Manufacturer narrative:
Device received with a critical pump error and a broken force sensor was detected during seating or regular delivery error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen screens due to critical pump error.